Event description:
It was reported that during a stenting treatment procedure, the stent had deployment issues. The physician was treating the highly calcified left common and external iliac with a 10 x 50 wallgraft, but was not able to fully deploy. Post dilation was performed using a couple of unspecified balloons unsuccessfully as the balloons ruptured. The procedure was completed with the use of two unspecified bare metal stents deployed inside the wallgraft stent which was able to open the wallgraft stent fully. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).